Event description:
Impossible to put the device with safer mode in temporary it stays in ddd vp even when I chose safer.

Event description:
Reportedly, impossible to put the device with safer mode in temporary it stays in ddd vp even when I chose safer.